Manufacturer narrative:
A follow-up report shall be submitted upon the completion of the eval.

Event description:
The report states that the device was prepped by the tech using a small amount of negative pressure on the balloon. It was then sent through a 7fr shuttle sheath. Once the destination was reached there was no stent on the balloon. It was retrieved when the balloon catheter was pulled out of the sheath.